Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to unacceptable vision. There was no incision enlargement, vitrectomy or sutures done. Suspect iol was replaced with a non-johnson and johnson iol, lower diopter size. It was stated that the patient complained of blurred vision in the distance and glare from all the rings, making driving at night difficult. Pre-operative (op) visual acuity (va) distance visual acuity (dsc) 20/25, brightness acuity test (bat) 20/100, post-op dsc 20/25+. Patient has improved vision after the iol exchange. No other information was provided.

Manufacturer narrative:
Weight: unknown/ not provided. Other: the device has not been received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received that came in with product return that patient age at time of event was 71 yrs. Old. Field below updated: section a2: age: 71 yrs. Old. Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 26 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half (one half missing). The lens was cleaned and, no issues that could contribute to blurred vision could be identified. Based on the return condition of the lens, no further product evaluation could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.